Event description:
At follow-up, an increase in lead impedance, high thresholds and a decrease in sensing were observed. When the pocket was open for observation, hematoma was discovered. After inspection and testing the ICD and leads, it was decided to replace the ICD since no anomalies could be found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of impedance measurement anomaly was verified after reviewing diagnostic data from the device. The device was tested on the bench and found to be normal; no impedance measurement anomalies were found. An automated electrical test was performed, and the device performed as expected. It is believed that the field anomaly observed was caused by a lead-to-header connection issue.